Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/31/2017 that on (B)(6) 2017, data went missing for the entire day. No additional patient or event information is available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause cannot be determined.